Event description:
The customer reported a leak inside the lh750 instrument. The volume of the leak was about 3 ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes and no erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the probe wipe was leaking. The fse flushed the probe wipe with bleach but it continued to leak. The fse replaced the probe wipe assembly and the instrument ran without any leaks. The repairs were verified per established procedures. Upon recur; the failure mode identified is likely to cause erroneous flagged, un-flagged or non-numeric results for all parameters due to improper backwash of the probe. (B)(4).